Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit switched off and on was confirmed with the returned mobile power unit (serial # (B)(6). Data on (B)(6) 2025 was reviewed with the provided log files. The controller event log file revealed low power hazard/no external power alarm event was captured on (B)(6) 2025 at 22:11:24 relating to a loss of power from the mobile power unit. The system reverted to the internal 11v backup battery for power and was not affected by the loss of power to both power cables. At 22:11:31, power from the mobile power unit was restored and all alarm cleared. The reported event of a nonconforming capacitor on the mobile power unit power supply pcba was confirmed and a corrective and preventative action (CAPA) was initiated to investigate the issue. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. This includes ¿connect power¿ alarms. No external power alarm. 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Under section 3, ¿switching power sources¿, describes steps for exchanging between power sources (mobile power unit and batteries). Heartmate 3 instructions for use, safety checklists, replace any equipment or system component that appears damaged or worn. The device is included in the heartmate mpu capacitor issue field action issued by abbott on 28feb2025. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during regular follow up, the patient reported that the mobile power unit (mpu) switched off and on after a while with a yellow wrench alarm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.